Event description:
Emergency department personnel responded to a person diagnosed as in atrial fibrillation. The device was connected to the patient with pacing/defibrillation/ECG electrodes and adapter. According to the reporter, when the patient was countershocked, the device did not cardiovert the patient. The reporter stated that when the electrodes were removed, the device's standard paddles used and a countershock delivered at the same energy, the patient was cardioverted. The patient was resuscitated.